Manufacturer narrative:
(B)(4). Additional information: the reported condition was not confirmed and the cause was not identified. Correction: information erroneously omitted from the initial medwatch: the patient had not yet recovered from this peritonitis event.

Event description:
This is a report of a home patient (hp) with a loose transfer set and subsequently acquired peritonitis, during use. The patient experienced peritonitis and was hospitalized on the same day for the event. A peritoneal effluent culture was not performed and there was no treatment reported. The hp stated that the transfer set was changed out and the old one was discarded. On contact, the nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was reported to have been discarded. Should additional information become available, a follow up MDR will be sent.